Event description:
The patient reported via manufacturing representative that they had fallen and moved the implantable neurostimulator (ins) deeper in the pocket, making it harder to recharge the device and connect with the patient programmer. It was noted that impedances were ran and all were within normal range. Revision surgery was planned in order to move and better secure the ins. No patient symptoms were reported. Indication for use is post-laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.